Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. The patient reported that sometime last week they felt "almost like a glitch" on their implant site. Today, the patient tried to check the ins and repeatedly got the 'device not responding' message when they tried to communicate with the ins. The patient repositioned the communicator multiple times, but continued to get the same message. Agent reviewed that the ins could potentially be at the end of its service life. The issue was not resolved. Agent advised the patient to follow up with their managing healthcare provider to further address the issue.